Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. There were no delays to patient care and adverse events or injuries reported based on this incident. Upon investigation of the actual device, field service engineer confirmed thermal damage caused due to excessive heat and electrical discharge in solenoid. Therefore, this case has been deemed reportable as a thermal event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was thermal damage caused due to excessive heat and electrical discharge in solenoid. The field service engineer replaced the latch solenoid and controller printed circuit board, tighten facia panel screws to resolve. The system functioned as intended after the field service engineer repaired the device.